Manufacturer narrative:
Block b3: exact date unknown, event occurred one week ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7083396 UDI: (B)(4).

Event description:
It was reported that patients implantable pulse generator (ipg) has reach end of battery life (eol), message received on the remote-control it was also mentioned that the paddle had slipped out of the epidural space. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith efforts.